Manufacturer narrative:
(B)(4). Literature citation hernandez, n. M., hinton, z. W., wu, c. J., ryan, s. P., & bolognesi, m. P. (2021). Mid-term results of tibial cones. The bone & joint journal, 103-b(6 supple a), 158¿164. Https://doi.org/10.1302/0301-620x.103b6.bjj-2020-1934.r1. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that one patient had arthroscopic debridement for stiffness with femoral revision for aseptic loosening. Attempts to obtain additional information have been made; however, no more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.